Manufacturer narrative:
(B)(4).

Event description:
The customer stated a doctor questioned an unspecified number of high patient results tested for na+ electrode (na+) on a cobas integra 400 plus. The customer sent 2 patient samples to a sister laboratory for testing and erroneous results were identified. Patient 1 initial na+ result from the integra 400 plus was 147 mmol/l. The repeat result from an unspecified roche analyzer at the sister laboratory was 139 mmol/l. Patient 2 initial na+ result from the integra 400 plus was 148 mmol/l. The repeat result from an unspecified roche analyzer at the sister laboratory was 141 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The na+ electrode lot number and expiration date were not provided. The customer changed the na+ electrode and the reference electrode but qc results were high. The field service engineer (fse) visited the customer site and found the mix/dry ise tower adjustment was too high. The fse adjusted the mix tower. The customer ran passing qc and a precision run was successful.

Manufacturer narrative:
The customer has not had any further issues since the service visit.

Manufacturer narrative:
Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. The investigation determined that the issue found by the fse was the root cause of the event.